Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that she experienced sensor reading discrepancies. The customer stated that on (B)(6) 2015 she spent all afternoon thinking her glucose was at 10 mmol/l but then she checked and blood glucose was actually in the 20 mmol/l range. The customer was in the middle of an exam and relying on the sensor readings. The customer also reported having issues the night before calling. The customer stated that when waking up, the sensor was reading below 4 mmol/l and the insulin pump had suspended during the night and blood glucose was at 21.8 mmol/l. The customer was advised about the proper calibration process and to get in contact to arrange replacing the sensors.